Manufacturer narrative:
Updated fields- b4, d8, d9, g1(contact person name), g3, g6, h1, h2, h3, h6 codes(investigation type, findings, conclusion), h11 a getinge field service engineer (fse) evaluated the device and observed the same. Reset all connections and reconnect all tubing and performed functional tests successfully. Machine handed to the customer in working condition for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that, cs300 intra-aortic balloon pump (iabp) has autofill failure. There was no patient involvement reported.